Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: linear opening, and flat creases. A leak test was performed and found one opening. A microscopic analysis identified: a linear sharp opening on the posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported additional event of ¿a small lateral left breast lesion was shave excised.¿

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.